Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's magnet strength was adjusted. The recipient is doing well and has resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing magnet site soreness. The doctor recommended bacitracin ointment and taking break from wearing the device. Magnet strength has been reviewed and adjusted. The recipient is reportedly still wearing the device.